Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing high blood glucose levels (400-500 mg/dl) and insulin injections were used to address the bg level. The customer had also changed the supplies on the pump. The contact was not sure what was the cause of the high bg level; there were no pump alerts or alarms. Tandem technical support advised the contact to speak to a healthcare advisor about the high bg levels.